Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump does not turn on before and after a battery change. Customer also indicated that the pump alarmed low battery. Customer's blood glucose was unknown at the time of incident. Troubleshooting advised customer to clean the battery cap with dry cotton swab and that a new battery cap would be mailed to them and to call back if the cap does not resolve the issue.